Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant lacked stability. The patient's oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #13. After healing abutment placement, the provider observed the implant lacked primary stability and removed the implant. No injuries were reported.